Manufacturer narrative:
(B)(4).

Event description:
During pretest the cuff did not inflate. There was no patient involved.

Manufacturer narrative:
Covidien/medtronic reference number (B)(4). One sample was received for analysis and the reported issue could not be confirmed.